Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage before use. The following has been provided by the initial reporter: it's noticed that leakage at the connection site and needle hub and the catheter during priming.

Manufacturer narrative:
This MFR. Report # 3006948883-2019-00667 is void. The complaint has been captured under MFR. Report # 3006948883-2019-00666. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage before use. The following has been provided by the initial reporter: it's noticed that leakage at the connection site and needle hub and the catheter during priming.